Event description:
It was reported that, an 840 ventilator was giving low exhaled tidal volume readings. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) verified the issue and replaced the exhalation valve and exhalation flow sensor. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Investigation: the replaced components (exhalation flow sensor and exhalation valve) were returned to medtronic for failure investigation. Both components were installed in the test ventilator for analysis. The fault was isolated to both the exhalation flow sensor and the exhalation valve. If information is provided in the future, a supplemental report will be issued.